Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 0-degree si endoscope had one eye that was blurry. A spare scope was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient involvement as the issue was identified before the procedure.

Manufacturer narrative:
The 0-degree si endoscope has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The 0-degree endoscope was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components. Complete window was missing. Information for the 0-degree si endoscope does not get captured in the logs, so no log reviews were available. No image or video clip for the reported event was available for review. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the 0-degree si endoscope that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.